Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tachycardia is not listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient had a 3x23mm xience sierra and 3x28mm xience sierra stent implanted. On (B)(6) 2021 the patient was re-hospitalized due to other cardiovascular symptoms such as ventricular tachycardia. The type of treatment was surgical intervention and the final patient outcome is unknown. No additional information was provided.